Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass, the surgeon was able to press the green button and squeeze the handle but the mechanism stopped after 10mm without cutting but with clamps. The reload was blocked. It was stated that there was an incomplete proximal staple line. They opened a new loading unit to complete the case. There was no patient injury.